Event description:
Additional information received the pump was attempted to be restarted by a health care professional and manufacturer representative without success. The patient was doing well and was receiving effective therapy. The pump logs showed the stall occurred at 01:59 on 2014-(B)(4).

Event description:
It was reported that a motor stall occurred that never recovered. The device manufacturer representative had received a call from the patient early in the morning on the report date and the patient reported she was not feeling well and their personal therapy manager (ptm) wouldn¿t deliver a bolus. The patient had received an error code on their ptm indicating a motor stall. The patient then went to the emergency room due to their symptoms. Symptoms included a fever, flu like symptoms specifically nausea, vomiting and diarrhea. When the pump was later interrogated, it still read that a motor stall condition was occurring. Actions required as a result of the event consisted of replacement on the evening of the report date. It was unknown to the reporter if any diagnostic testing or troubleshooting had been performed. The cause of the issue, the motor stall, was not determined. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. The device system was used to deliver dilaudid, bupivacaine and clonidine. It was further reported that the patient did not mention hearing an alarm prior to the pump being interrogated. Once interrogated, the logs indicated the motor stall had occurred the day prior to the report date. It was later reported that the cause of stall remained undetermined. The patient had not had an MRI or emi (electromagnetic interference) exposure as far as the device manufacturer representative knew. No update was yet available on the patient post replacement as the device manufacturer representative hadn¿t seen the patent since the replacement. The hospital was to call once they were done with their analysis of the pump and then the representative planned to return it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8590-1, lot# n201721, implanted: (B)(6) 2010, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).